Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, as well as a functional test, visual inspection and dimensional verification of the device was conducted during the investigation. The customer returned four unopened 8.5fr mac-loc catheters for evaluation. No biological matter was present on the device, with no additional surface damage noted. All catheters were returned in an unlocked position. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap on all but the third device. Tug and twist tests revealed that the proximal assemblies were secure, however the catheter tubing was noted to be able to freely rotate on all but the third catheter. Upon removal of the connector caps, the suture strings were found slightly wound in the threads. The flares appeared to be shallow and lopsided, but due to the compression of the flares within the cap and the potential for damage upon removal, it cannot be determined in the flares were manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. However, all three catheters that leaked were found to be out of specification, as the catheter tubing was not secure. Additionally, a document based investigation evaluation was performed. Based on the review of current documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. Risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The technical files covering the catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record was conducted and showed one relevant nonconformance is lots 8861315 and 8861324 for a bad torque, in which one affected device from each lot was subsequently scrapped. It should be noted that there were no other complaints reported for this or similar device lots. The instructions for use (IFU) advise the user to inspect the device prior to use to ensure that no damage has occurred. The actual root cause for the catheter tubing not secure was determined to be caused traced to manufacturing-quality control deficiency and manufacturing deficiency the root cause could not be determined for the hub leakage. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Occupation: quality engineer. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was discovered during manufacturer bench testing on unopened, returned ultrathane mac-loc locking loop multipurpose drainage catheters that three devices leaked. These devices and one other device of the same lot were returned against the complaint recorded in MDR 1820334-2018-02163.